Event description:
It was reported that a cartridge alarm occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, after which the caller successfully loaded a cartridge and resumed insulin administration.